Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions .there was no adverse impact to the customer¿s blood glucose level. Replacement pump was sent to customer to resolve the issue.